Event description:
The facility representative reported a flogard infusion pump that alarmed failure code 38. It is unknown the care area or the process step at which this event occurred. There was no patient involvement, injury or medical intervention related to the reported event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The exact occurrence date is unknown. The customer reported condition was confirmed during device evaluation. The left force sensing resistor (fsr) was found to be damaged. The left fsr was replaced to resolve the reported condition. Should additional relevant information become available, a follow-up MDR will be submitted.